Event description:
Home health care nurse called to complain that the device does not test the calibration. This was confirmed by phone trouble-shooting. The device was replaced and the defective one returned for investigation.